Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of hospitalization was 527 mg/dl. The customer was admitted to the hospital. The customer cause of hospitalization was diabetic ketoacidosis. Customer was wearing the pump at the time of hospitalization. The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose was 30 mg/dl. The customer was advised that the pump need to be replaced. The customer reported via phone call indicating that the insulin pump alarm low battery, blank display and failed battery test. Customer's blood glucose at time of incident was unknown.